Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 10.0 cm from the hub. Conclusion: evaluation of the returned device revealed it was fractured. This type of damage typically occurs due to improper handling during preparation. If the 3max is manipulated forcefully during removal from the packaging hoop or preparation for use, damage such as this may occur. 3max devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 3max reperfusion catheter (3max) was broken about 10 centimeters from the proximal end. The broken 3max was found prior to use and was not used for the procedure. The procedure continued using a new 3max.